Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. Please note lot# to be determined on final report.

Event description:
Laparoscopic appendecetomy - "mr (B)(6) was carrying out a lap appendecetomy, nearing the end of the case he noticed there was a small black object inside of the patient, when removing it seemed to be part of the seal. This has happened a few times in the last 6 months at york on 12mm ports, they knew what to look for. On observation of the trocar upper housing seals I noticed that the inner instrument seal was missing a piece similar to that of the piece found in the patient. Sister pickering mentioned to me that she thinks it may be due to the horizon clip applier that they use down the port, as it fits very snug and due to this needs to be pushed down with force to go down the trocar." Patient status- "recovered on the ward".

Manufacturer narrative:
Full UDI# provided. Additional information was requested from the customer and provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering noted no visible damage to the exterior of the device. Engineering removed the seal and noted no damage to the duckbill. The duckbill was removed and the septum was found to be torn and missing a portion. The missing portion of the rubber was returned and is similar in shape as the hole in the septum. All seals are thoroughly inspected and tested for leakage during the manufacturing process. The damage to the septum appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.